Event description:
It was reported that externalized conductors were observed. The lead was explanted and replaced. Patients condition was healthily throughout the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.